Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00778. It was reported the patient was not receiving effective stimulation. Patient¿s leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing. The lead was returned missing the terminal electrode which was found inside the header of the returned ipg. This issue is consistent with the event details and attributed to explant damage. Despite the damage, the lead passed electrical testing. The root cause of the lead migration could not be determined.